Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2016 with the following findings: the ok button was found to be under responsive. The pump was opened and the ok button contact was observed to be cracked. The battery compartment was also observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok button was under responsive and the battery compartment was cracked. This report is made based on results of investigation completed on 08/27/2016.